Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "patient is a (B)(6) male who underwent an aortic dissection repair in which bioglue was used on (B)(6) 2007. Seven and a half years later the patient presented with dilatation of the aortic root requiring aortic valve/root and aortic arch replacement."

Manufacturer narrative:
According to the report, "patient is a (B)(6) male who underwent an aortic dissection repair in which bioglue was used on (B)(6) 2007. Seven and a half years later the patient presented with dilatation of the aortic root requiring aortic valve/root and aortic arch replacement." Case report forms for the study patient indicate the original surgery was performed on (B)(6) 2007 at (B)(6) hospital. The initial surgery was an ascending aorta replacement. Reoperation was performed (B)(6) 2015. The reoperation consisted of valve and aortic root replacement (bentall) and total arch replacement. According to a note in the crfs, "we found in the operative notes that the surgeon used unspecific glue and during the surgical procedure we checked the presence of glue above the suture and we confirmed the use of bioglue." Patient history includes hypertension, aortic aneurysm, previous smoker, and moderate aortic insufficiency. Pathology was performed on submitted tissue samples. The submitted specimens showed basically an intact surgical anastomosis between native aorta and synthetic graft material. Significant pathologic findings included a small non-penetrating dissection around the anastomotic site near the non-coronary (nc) sinus, adventitial hemorrhage at the distal anastomosis, and a marked foreign body type inflammatory response to the synthetic graft and pledget material. A very small quantity of bioglue was noted on the pledget material along with a microscopic focus of residual bioglue on the tissue near the nc sinus. No significant inflammatory reaction to bioglue was seen. No evidence of suture disruption was observed. The final diagnosis on the pathology report was listed as the following: right coronary sinus: synthetic vascular graft material with fibrosis and intimal hyperplasia of the adjacent native aorta, marked foreign body inflammatory reaction to synthetic graft material, inflammation, grade 3, and no residual bioglue; non-coronary sinus: synthetic vascular graft material with fibrosis of the surrounding native aorta, focal hemorrhagic tract/dissection within anastomotic scar, marked foreign body inflammatory reaction to vascular graft material, inflammation, grade 3, and residual bioglue noted on felt pledget material. Microscopic residual bioglue on tissue without a significant inflammatory reaction; and distal anastomosis: synthetic vascular graft material with fibrosis of the adjacent native aorta, hemorrhage and adventitial hematoma noted in association with vascular prosthetic material, inflammation, grade 2, and no residual bioglue noted. The exact number lot of bioglue is unknown. The distributor identified one lot number of bioglue product code bg3005-5-g as being shipped in the six months prior to the date of surgery. The manufacturing records for lot 7gff002 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. A review was performed of the available information. The type of procedure involved in the complaint is an aortic dissection repair in which bioglue was used (ascending aorta replacement). An unknown amount of bioglue was used in the original procedure. The case report forms (crf) state that an "unspecified glue" was recorded as being used in the operative notes; during the reoperation it was observed that the glue used was bioglue. Although the exact location(s) of application is unknown, the crfs state that [the surgeon] "checked the presence of glue [bioglue] above the suture." Although the crfs state that bioglue "was applied in the correct way and quantity," it doesn't appear that sufficient information regarding bioglue use was available in the operative notes to make this assessment and this assessment was based on the observations of [the surgeon] during the reoperation that occurred 7.5 years following the initial procedure. According to the pathology report, the submitted tissue specimens showed basically an intact surgical anastomosis between native aorta and synthetic graft material, with the following significant pathological findings: a small non-penetrating dissection around the anastomotic site near the non-coronary (nc) sinus, adventitial hemorrhage at the distal anastomosis, and a marked foreign body type inflammatory response to the synthetic graft and pledget material. Additionally, a very small quantity of bioglue was noted on the pledget material along with a microscopic focus of residual bioglue on the tissue near the nc sinus with no significant inflammatory reaction to bioglue seen and no evidence of suture disruption observed. There is no histologic evidence to implicate bioglue as a direct cause of the reported event. The IFU provides the following information: "exercise caution with repeat exposure of bioglue in the same patient. Hypersensitivity reactions are possible upon exposure to bioglue. Sensitization has been observed in animals," "development of immune complex disease, with various manifestations, as the device undergoes resorption is also a possibility," and "apply and even coating of bioglue to the target area. In general, use an approximately 1.0-3.0mm thick coating for vessels that are greater than 2.5mm in diameter or an approximately 0.5-1.0mm thick coating for vessels that are less than 2.5mm in diameter." The IFU lists inflammatory and immune response as potential adverse events that may occur with the use of bioglue. The root cause of the event is unknown; however, there is no histologic evidence to implicate bioglue as a direct cause of the reported event.

Event description:
According to the report, "patient is a (B)(6) male who underwent an aortic dissection repair in which bioglue was used on (B)(6) 2007. Seven in a half years later the patient presented with dilatation of the aortic root requiring aortic valve/root and aortic arch replacement."